Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The vendor's evaluation identified that the attachment's drill head shaft had broken. The piece of the broken shaft was seized inside the gearbox, although it was removable at the time of evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse due to user error of the device due to excessive force being applied during use.

Event description:
It was reported that the ar-600rzh broke apart when reaming the glenoid.